Event description:
It was reported that during a coronary coronary drug eluting stenting treatment procedure, a dissection occurred. The 12mm and 90% stenosed target lesion was located in the proximal right coronary artery (rca). There was a reference vessel diameter of 2.75mm. The lesion was predilated and a 2.75x16mm taxus express2 stent was implanted resulting in 0% residual stenosis. Following placement of the stent, a small type a dissection was noted at the proximal edge of the stent, and was treated with placement of an overlapping 2.75x16 taxus express2 stent resulting in a 0% residual stenosis and excellent angiographic results. During the same procedure, a lesion in the 1st obtuse marginal (om) was treated with a 2.0x15mm non-bsc bare metal stent. The patient was discharged 1 day later on aspirin and clopidogrel.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.